Event description:
The biomedical technician reported an infusion pump an overinfusion condition of unspecified fentanyl detected during patient use. Reporter stated that no injury or adverse effect is reported and that the ¿patient was bradycardic.¿ reporter stated, ¿the nurse had programmed 25mls to be infused and a rate of 6 mls per hour. The total bag quantity before infusion was 1000mcgs in 100mls. It appears that the nurse selected the channel b at 05:18:55; entered the numbers 5 and 6; and then hit the clr button, which would have cleared all that, then hit the numbers 6 and 0. Nurse then hit start at 05:19:12 and stop was pressed at 05:40:10. The infusion ran for 20 minutes and 58 seconds. The patient received 20.9 mls during that time, which is ten times the does they should have received during that time.¿ reporter stated that the nurse stated he heard ¿something beeping¿ during the time of infusion. The nurse alleges that the incident was caused by cell phone usage. No further information is available at this time.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 13, 2007. Evaluation summary: the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.